Event description:
The patient has two systems (cervical and thoracic). The issue described herein relates to the cervical ipg. It was reported the patient experienced ineffective stimulation due to lead migration (confirmed via CT scans). Consequently, the patient underwent surgical intervention wherein the lead was repositioned. Effective therapy was restored post procedure.